Event description:
The customer reported that the c-arm would not elevate and lower properly.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the power supply.